Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the right ventricular (rv) lead was placed, connected to the pacing system analyzer (psa) and all electrical values were in range. The rv lead was then connected to the pacemaker and no communication could be established. The rv lead was disconnected and the lead was cleaned and re-inserted with no success. The pacemaker was replaced with no adverse consequences to the patient.